Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The pump was returned to the biomedical engineering department with a note that stated, "pendant error alarming." During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not deliver a dose when the patient pendant was pressed. This was due to a broken patient pendant. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).